Manufacturer narrative:
At this is returned, analysis will be performed and this report would be updated at that time. Please note: patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: this ICD has been explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.